Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump was received with cracked keypad overlay at select button, scratched case, minor scratched display window and cracked reservoir tube lip. P cap locked into place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracks and scratches in screen and on pump case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.